Manufacturer narrative:
(B)(4).

Event description:
It was reported to baxter (B)(4) that an infusor lv5 device had a malformed luer adapter before patient use. The malformed luer adapter was observed when trying to attach the device to the patient to begin an infusion of 5-fluorouracil and saline. No patient injury or medical intervention was reported. No additional information is available at this time.

Event description:
A customer contacted baxter's product surveillance quality department regarding an overfill that had occurred on a pediatric patient in (B) (6) 2009 during use of the homechoice (hc) unit. The facility reported she was informed by one of the nurses that this situation occurred in (B) (6) 2009 however baxter was not advised. The customer stated that the event may be related to the fca letter that the nurses were given. The facility stated that the mother was reportedly pushing the wrong buttons on the hc and this created a peritoneal leak resulting in surgery for catheter replacement on the baby. The facility agreed to investigate to obtain additional information. The serial number of the device is unknown.

Manufacturer narrative:
(B)(4). The root cause of the reported problem is being investigated under CAPA number (B)(4).

Manufacturer narrative:
(B) (4). The device has not been returned for evaluation. Should the device be returned a follow up medwatch will be submitted.

Event description:
It was reported that the patient received two shocks while swimming. The pacing impedance was >3000 ohms and there was no capture. It was further reported there was oversensing due to noise and lead fracture distal of the suture sleeve. The lead was removed and replaced. No further patient complications were reported as a result of this event.